Event description:
The customer reported that during preparation for a procedure, the generator would not activate. When checked, it turned on properly the first time. However, on the second try, "testing displays failed" was displayed and the generator failed to activate. On third try, the generator would not turn on and displayed the message "impedance test failed". The procedure was postponed. The patient is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.